Manufacturer narrative:
Further information was requested but not received. The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced severe abdominal pain and was unable to feel her legs approximately an hour following a lead implant on (B)(6) 019. To address the issue, the physician explanted the system on (B)(6) 2019. The abdominal pain has since resolved. The patent has regained some feeling in the right leg, but continues to be unable to feel or move the left leg. The patient has been admitted to an inpatient rehabilitation facility for treatment.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The abbott representative does not expect to receive any further information on this event.